Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. All channels: bacillus spp. Mesophilic (1 cfu/endoscope), coagulase negative staphylococci (1 cfu/endoscope). The testing result cleared the french guideline. (B)(4) checked the subject device and found the following. The adhesive of the bending section rubber was worn out and peeled off. There was a deep cut on the surface of the insertion tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the subject device was not reprocessed after the procedure because the user had forgotten to perform the reprocessing. Then the subject device was not used to any patient. As a result of microbiological testing by the user facility, no microbe was detected from the sample collected from the suction channel and the instrument channel of the device. The user facility requested olympus to check for biofilm. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could be that the user facility forgot reprocessing the device. As no microbe was detected after the user¿s reprocessing and the test result cleared the french guideline after ofr¿s reprocessing, there was no problem with the device.